Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection manifested by abdominal (drain) pain coincident with automated peritoneal dialysis (pd) therapy. The cause of the infection was not reported. It was not reported if the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the infection. At the time of this report, the patient was recovering from the event. No additional information is available.